Event description:
An infusion pump with failure code 703. The event was reported to have occurred during biomed testing. No patient injury or medical intervention had been reported related to the device.